Manufacturer narrative:
(B)(4). The customer returned 3-lumen cvc for analysis. Signs of use in the form of biological material were observed on the catheter. Visual analysis revealed a catheter clamp with the clamp fastener attached to the catheter body. A suture was fixed on the catheter body from the catheter clamp to the juncture hub. Clear, sticky material was found on the medial luer hub causing partial occlusion of the opening. Hardened biological material and medication were observed throughout the medial extension line. The medial extension line was ballooned adjacent to the luer hub. One kink was found on the medial extension line adjacent to the juncture hub and two kinks were found on the distal extension line adjacent to the luer hub. No other defects or anomalies were observed. The kinks in the distal extension line were located 2 mm and 7 mm from the luer hub. The kink in the medial extension line was located 6 mm from the juncture hub. The ballooning of medial extension line spanned 58 mm from the luer hub. The outer diameter of the undamaged portion of the medial extension line measured 2.91 mm , which is within the specification limits of 2.90 mm - 3.00 mm per the medial extension line extrusion product drawing. The catheter body length measured 211 mm , which is within the specification limits of 211 mm - 225 mm per the catheter product drawing. The catheter body outer diameter measured 2.90 mm, which is within the specification limits of 2.85 mm - 3.00 mm per the catheter body extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. The distal and proximal extension lines flushed as intended and no blockages or leaks were encountered. The observed foreign material was cleared from the medial luer hub and a syringe filled with water was attached. A complete blockage was encountered at the beginning of the observed ballooning where hardened biological material/medication was found. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The IFU provided with the kit warns the user, "using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury". The IFU also states "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture". The report of a ballooned extension line was confirmed through complaint investigation of the returned sample. Visual analysis of the returned 3-lumen cvc revealed that the medial extension line was ballooned adjacent to the luer hub. Hardened biological material and medication were observed throughout the medial extension line. Functional testing revealed a blockage in the medial extension line corresponding to the location of the observed ballooning. The blockage appeared to be hardened biological material and/or medication. The observed damage appears consistent with damage due to over-pressurization of the catheter which is likely a result of the hardened material causing an occlusion to the lumen of the catheter during injection. Based on the circumstances, unintentional use error likely caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the complaint concerns a 3-lumen central venous catheter with a distended/bloated extension line. According to the customer's internal investigation, a contrast medium examination was performed via the central venous catheter. Initial pressure 320 psi." The catheter was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the complaint concerns a 3-lumen central venous catheter with a distended/bloated extension line. According to the customer's internal investigation, a contrast medium examination was performed via the central venous catheter. Initial pressure 320 psi." The catheter was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".